Event description:
In 2009, a patient contacted our firm stating that he/she had experienced ocular events while wearing acuvue oasys contact lenses (cl). The pt stated that three days earlier, he/she saw his/her eye care professional (ecp) and was diagnosed with "small ulcers" in the os and that during that visit, his/her ecp stated that his/her lenses were "fitting too tight" and that was why he/she was developing "corneal ulcers". The pt slept in lenses 6 nights, removed and replaced with new ones. The pt stated that he/she never uses disinfecting solution. The pt discarded the suspect product. MDR #1033553-2009-00081 created to capture event. The treating ecp reported that the pt had been wearing acuvue oasys brand since 2005. The pt was recently switched from oasys 8.4 base curve to oasys 8.8 base curve. The ecp stated that the pt had "abused lenses for quite some time" and he/she slept in them for a month at a time even though he had advised against it. Clinic notes received from the treating ecp revealed an adverse event in 2008; this report created to capture that event. On day of contact, our firm received faxed notes as follows: 2008 - os red since friday. Took cl off saturday. Photophobia. Tried putting new cl on and had same results. Sle-large corneal ulcer os, very white. Rx vigamox every 2 hrs, return tomorrow -sle- the corneal ulcer was still very dense, but surrounding area looks better. Taper vigamox to every 4 hrs tomorrow. Return monday. One week later -sle- ulcer still dense with lighter ring around it. Stain with fluorescein. Use vigamox every 2 hrs again. The treating ecp consulted with another doctor who suggested adding tobramycin qid with vigamox qid. Alternate drops every 2 hrs. Have pt return in 48 hrs. Sle- ulcer looks better, still staining but is smaller with minimal drainage. Continue drops, vigamox tid, tobramycin every 3 hrs. Following month -sle- scar still not 100% epithelialized about 99%, rx lotemax drops 1 drop qid, return 1 week. Two days later -sle-small, clear fb visible in center of scar. Instilled 1 drop proparacaine and removed with spud. Instilled 1 drop iquix. Continue lotemax qid, return 1 week. One week later - sle scar fading eye looks quiet. Continue lotemax qid. Return one week. Pt was out of cl for one month. No follow up visit documented for the following week. Suspect product was discarded by pt. No additional information is expected. This report is filed as worse case scenario.

Manufacturer narrative:
A lot history review was not performed because lot numbers were not available. MDR reportable events are reviewed in quarterly management review meetings. Device labeling single use or reuse. No conclusion can be drawn.